Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon the first inflation. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the device was simply pulled out from the patient's body.

Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon the first inflation. The procedure was completed with another of the same device. There were no patient complications reported.